Manufacturer narrative:
Should additional information become available or should the device be returned and analysis performed, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this device revealed elective replacement indicators after being implanted three years. There was concern that this device battery depleted more rapidly than expected. A replacement procedure will be performed in the near future. No adverse patient effects were reported.